Event description:
Boston scientific received information that this local representative contacted boston scientific technical services to report that this patient died during the implant procedure. The patient was considered very high risk due to a significant medical history including a complete left anterior descending (lad) coronary artery occlusion. The patient was considered for heart transplantation but declined in favor of an implantable defibrillator. The patient's blood pressure was low (82 mmhg) at the start of the implant procedure. The right ventricular (rv) defibrillation lead was advanced into the rv septum. The pacing impedance was within normal range. Rv sensing was low in the 2-3 mv range and rv pacing threshold was recorded at 2.2 volts. Within minutes of rv defibrillation lead septal placement, the patient's blood pressure dropped to the 60 mmhg range. According to the local representative, a vessel perforation was not suspected. The patient's pressure remained in the 60 mmhg range despite intravenous fluid, medications and reposition of the rv defibrillation lead. The patient was responsive but the heart rate was becoming tachycardic. A stat echocardiogram was performed which showed no effusion or perforation. The patient developed spontaneous ventricular tachycardia/ventricular fibrillation. Despite emergency measures, the patient could not be revived. The device was never connected to the rv defibrillation lead. The rv defibrillation lead was not removed and will not be returned to boston scientific. The physician had no allegations against the rv defibrillation lead and reasonable evidence suggest that no perforation had occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.